Event description:
Patient contacted dexcom sales representative on (B)(6) 2015 to report a hypoglycemic event that occurred on 05/12/2015. Patient stated that at approximately 1pm the paramedics were called to her home and she was transported to the emergency room. Patient's continuous glucose monitoring device indicated the patient's blood glucose (bg) level was 50mg/dl and the bg meter indicated it was 33mg/dl. Patient stated they had almost no recollection of what happened. At the time of contact, no further injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on (B)(4) 2015. The data provided by the patient shows that the bg values fell within the range the patient claimed. However, the reported event cannot be confirmed. A root cause could not be determined. Additionally, it should be noted that diabetes mellitus is a known cause of hypoglycemia.